Event description:
It was reported that during percutaneous coronary intervention, the device failed to inflate. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex (lcx) artery. The 2.0x15mm maverick 2 balloon was advanced and inflated to 10 atms but failed to inflate. Upon removal a balloon pin hole was noted. The procedure was completed with another 2.0x15mm maverick 2. There were no patient complications reported and the patient status is stable.

Event description:
It was reported that during percutaneous coronary intervention, the device failed to inflate. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex (lcx) artery. The 2.0x15mm maverick 2 balloon was advanced and inflated to 10 atms but failed to inflate. Upon removal a balloon pin hole was noted. The procedure was completed with another 2.0x15mm maverick 2. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device identified traces of solidified blood in the midshaft and inflation lumen. As part of the device analysis, the device was attached to an encore inflation unit and the balloon was inflated however, the balloon could not maintain pressure due to a pinhole leak over the proximal end of the distal markerband. An examination of the balloon material and distal markerband could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).